Event description:
Home patient (hp) reports receiving se 2240 alarm during treatment on homechoice machine. Hp reports that they became "disconnected while sleeping" and patient line of homechoice set separated from their transfer set. Hp dicontinued treatment and performed a manual exchange. Later that day, patient went to center for a transfer set change and was given prophylactic antibiotics for 48 hours. Per rn, no patient injury resulted from incident. Rn notes patient and their family member are careful during set up and cause of disconnection is unknown.